Event description:
Area around the insertion site was wet. No backflow. Upon aspiration, air came out. The cvc was removed. The pt had had the cvc in place a week. The pt had apparently not pulled on the tubing.